Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned lens showed the lens was returned dry, a haptic was torn and there was a clear surgical residue on the lens. A lens work order search revealed there were no similar complaints from this work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vaulting is a consequence of wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon implanted an icm115v4 11.5mm implantable collamer lens in the left eye on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer one and this resolved the problem.